Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device as part of bipella mechanical circulatory support (mcs) and experienced access site bleeding. The patient presented with syncope due to ventricular tachycardia/ventricular fibrillation with automated implantable cardioverter-defibrillator (aicd) activation. The patient was started on continuous renal replacement therapy for severe metabolic acidosis and acute renal failure. The patient was taken to the catheterization lab for an impella rp flex and impella cp insertion (bipella mcs). Four days later the patient was brought operating room for impella cp escalation to axillary impella 5.5 which was successfully completed. The next day, however, excessive bleeding was noted from the axillary pocket to the jackson-pratt drain. Consequently, the patient was taken back to the operating room for a washout and direct anticoagulant application. The patient was reported to be stable following the event and remains on bipella support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26139 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.